Event description:
It was reported, there was an anchor issue, the anchor malfunctioned upon deployment during initial implant. Specifically, the anchor deployed and ¿scrunched¿ up on the catheter. It couldn¿t be removed safely and was not implanted. A different product was used instead. No diagnostic testing or troubleshooting was performed as it wasn¿t required. There were no previous catheters implanted in which the segments would have been left in the intrathecal space as the event occurred at initial implant. It was also reported there did not appear to be anything abnormal with the product prior to use. The procedure was later completed successfully without any issues. The patient¿s status at the time of this report was listed as ¿alive- no injury¿ and there were no patient symptoms or complications associated with the event. The anchor was to be returned and it was noted there were no photos available. The device system was used to deliver gablofen.

Manufacturer narrative:
Only the anchor deployment tool and the distal portion of the catheter were returned for analysis. The anchor was still attached to the catheter. Analysis of the anchor revealed that it did not properly detach from the ascenda tool, and it was not able to be used. The distal side of the anchor folded in. The observed anomaly was likely related to silicon blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8590-1, lot# n499955, implanted: 2014 (B)(6); product type access ory. (B)(4).